Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during universe revers and mgs revers shoulder replacement surgeries the devices ar-9545-t15-02 (lot 8001928, 8001545, 8001643, 8002005), ar-9545-t15-03 (lot 00888867225190, 00888607225190) and ar-9625 (lot 021924) bent/twist and broke when inserting the central and peripheral screws into the baseplates. All fragments were retrieved from the patients. According to the surgeons no harm for patients, operators or third party occurred. The surgeries were finished successfully with new devices with the same part number. It was not necessary to switch the surgical technique or do a second surgery.